Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced issues disconnecting the transfer set from the pd set up. It was reported that the patient was in the hospital for an undisclosed indication. The "faulty" transfer set was replaced with a new transfer set. It was reported that the patient got an "infection". The cause of the unspecified infection was not reported. Treatment for the event was not reported. Patient outcome was not reported. On an unknown date, the pd catheter was discontinued. No additional information is available.